Event description:
Port was inserted on 4/22/96. After 2nd dose of adriamycin/cytoxin-developed red area around port-port was removed on 5/22/96. Area was left open for packing. Staff obtained good blood return prior to administering and through chemo administration.